Event description:
Information was received from the manufacturer¿s representative (rep) who reported they had multiple issues when interrogating the implantable neurostimulator (ins). The ctm wasn¿t staying connecting and kept giving the message indicating the communicator needed to be over the ins even though it was directly over the ins. The message was ¿communication failure-telemetry operation incomplete session cannot continue without completing operation.¿ it was confirmed the communicator had a full battery. The rep restarted the tablet and tried again, and the error continued to display. The rep switched tablets and was able to resolve the communicator situation, but then saw a different message, but they didn¿t remember the exact verbiage. The message gave the rep the option to ¿end session¿ or choose group a or b. It was noted this was a message before an impedance check was processed. The programming was completely wiped when the rep was in the workflow. The rep reprogrammed the patient and went forward. It was confirmed all applications were up to date.

Manufacturer narrative:
Section d10 references: product ID a610, serial# unknown, product type software product ID a610, serial# unknown, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.